Manufacturer narrative:
The following fields were updated due to additional information: d4:catalog#: 2420-0007. D4: UDI#: (B)(4). D4: medical device lot#: 20066474. D4: medical device expiration date: 06/17/2023. D10: device available for eval? Yes. D10: returned to manufacturer on: 09/22/2020. G.5. PMA/510(k)#: k944320. H4: device manufacture date: 06/17/2020. Investigation conclusion: the customer reported ¿tubing was found to be leaking during line change¿. Received from the customer was one used primary set model: 2420-0007, lot: 20066474 with its original package. Attached to the set's male luer was one used extension set model: 20128e lot unknown. The sets were visually inspected for kinks, incomplete bonding engagements, holes / tears in the tubing or damages to the components. A small tear approximately 0.0660 inches long was observed in the silicone tubing (p/n: 12088541) just below the upper fitment (p/n: tc10008721) retainer ring (p/n: 601316-000). No gouge / crush marks were observed on the upper fitment. White liquid was observed in the set¿s drip chamber and first twenty five inches of tubing. No other abnormalities were observed with the sets. Although damage was observed, functional testing was performed by using a lab IV bag filled with blue-dyed water allowing the fluid to flow through the sets via gravity. The fluid was observed to be dripping out of the location of the tear in the silicone segment tubing. Equipment used (visual inspection and measurement performed on 29-sep-2020). Dino lite microscope, eq106199, ncr, optical ram-cnc, eq08204, calibration due date: 05-feb-2021, calipers, eq02784, calibration due date: 19-dec-2020. The device history record for primary set model: 2420-0007, lot: 20066474 was performed. The search showed that a total of (B)(4) units in 1 lot were built on 17 june 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The leaking was determined to be due to a tear in the silicone tubing just below the upper fitment retainer ring. The root cause of the tear in the silicone segment could not be definitively determined. However, previous investigations have shown that this damage may be a pre-existing condition of the silicone raw material, or can occur during manufacturing, set loading, or as a result of excessive stretching or pulling of the tubing during use. Pump segment issues are currently being investigated and will be addressed under systemic failure investigation for pump segment (dir: (B)(4).

Event description:
It was reported that an unspecified bd smartsite experienced leakage. The following information was provided by the initial reporter: during line change, tubing found to be leaking new tubing obtained. No delay in care and no patient harm please find my answers below what was the date and time of the event? On (B)(6) 2020, time unknown. 2. What was the product material and / or lot number that was in use at the time of the event? Original packaging discarded. 3. Where was the location of the leak? For example at the middle smartsite, proximal y-port, distal maxzero it was not specified in the report where the leak was. 4. Was a needle used at any time? No. 5. Was the valve directly attached to a patient, attached to a tubing set or occurred during preparation / priming at the time the leak occurred? It was attached to the patients line. 6. Was there a delay of, or change in, the course of treatment due to the event? Please explain: no. 7. Exposure to blood / bodily fluid / IV solution? If yes, please explain: unknown. What was infusing through line when leak identified.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecifeid bd smartsite experienced leakage. The following information was provided by the initial reporter: during line change, tubing found to be leaking new tubing obtained. No delay in care and no patient harm. Please find my answers below. What was the date and time of the event? On (B)(6) 2020, time unknown. What was the product material and/or lot number that was in use at the time of the event? Original packaging discarded. Where was the location of the leak? For example at the middle smartsite, proximal y-port, distal maxzero it was not specified in the report where the leak was. Was a needle used at any time? No. Was the valve directly attached to a patient, attached to a tubing set or occurred during preparation/priming at the time the leak occurred? It was attached to the patients line. Was there a delay of, or change in, the course of treatment due to the event? Please explain: no. Exposure to blood/bodily fluid/IV solution? If yes, please explain: unknown what was infusing through line when leak identified.